Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited melted distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, h2, h3. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested event occurred by using endo therapy accessory as below. The user used high-energy endo therapy accessory without ensuring a sufficient distance from distal end. If the user used laser probe, they withdrew the probe without waiting for it to cool down. However, olympus could not identify a definitive root cause of the event. User may reduce/prevent the suggested event by handling the device in accordance with the following IFU. Operation manual_ using endotherapy accessories. Laser cauterization. Operation manual_ using endotherapy accessories_ laser cauterization warning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Caution: allow the tip of the laser probe to cool down before pulling it from the channel. If the laser probe is withdrawn while hot, channel damage may occur. Apc probe operation manual_ using endotherapy accessories_ argon plasma coagulation (apc) warning: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Olympus will continue to monitor field performance for this device.